Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that this patient presented to the hospital due to beeping tones. Interrogation of this device displayed a warning "battery voltage too low for remaining capacity". A boston scientific technical services representative discussed a device replacement. A device replacement has been planned. No adverse patient effects were reported.

Manufacturer narrative:
This device has been explanted and will be returned for analysis. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Review of the memory confirmed that three low voltage battery fault codes had been recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. Detailed analysis determined that one of the device's capacitors was cracked. Laboratory analysis confirmed that this cracked capacitor was responsible for the early depletion of the battery and the display of the fault codes.